Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited noise oversensing resulting in false tachycardia episodes. No changes or interventions were performed, the icm will continue to be monitored. There were no patient consequences.